Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported the patient received an inappropriate shock from the device five days post implant. The device detected a dual tachycardia and shocked the rhythm back to normal. The clinician feels that this was inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.